Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex uncovered biliary stent had been implanted during a stent placement procedure in the distal bile duct performed on an unknown date. The complainant reported that the stent had been implanted sometime between (B)(6) 2014. The stent was implanted to treat a malignant lesion in the lower bile duct. Reportedly, no issues were noted during the stent placement. On (B)(6), 2015, ingrowth was noted in the wallflex uncovered biliary stent. The physician placed another wallflex uncovered biliary stent to treat the restenosis and the procedure was completed. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.